Manufacturer narrative:
Product event summary :the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed and 14 ventricular non-sustained tachycardia episodes of <(> <<)>=200 ms occurred on (B)(4) 2013. 5 lead failure predictor high rate non-sustained episodes of 197 ms average v-cycle occurred on (B)(4) 2013. A patient alert for lead failure predictor occurred on (B)(4) 2013 and a patient alert for out of tolerance subthreshold lead impedance triggered on (B)(4) 2013. Daily pace lead trend data shows an increase for ventricular pace bipolar impedance from 494 to 4047 ohms peak between (B)(4) 2013. Ventricular short interval count v-sic of 452 counts occurred in 1.01 days between (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d364trm, implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low r waves and was repositioned several weeks after implant. It was also reported that several months later a lead integrity alert (lia) triggered due to high impedance and noise oversensing. Fracture was confirmed on x-ray. It was noted that the patient had undergone an av nodal ablation procedure approximately two weeks prior to the alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.